Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made and patient will continue to be monitored. The patient was stable throughout.